Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's father says that the customer had ketoacidosis some days before event and based on low results provided by the meter, the father treated the customer with sugar. Father took son to the hospital with hyperglycemia. At the hospital active meter result was 112 mg/dl and hospital meter result 15 minutes later was 532 mg/dl. Patient was hospitalized and had insulin administration. A request was made for the return of the meter and strips, replacement sent.